Event description:
It was reported that the customer has a broken laser fiber to return. There was no patient outcome information reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify a fiber break. The glass cap bevel edge and metal cap were not aligned. The glass cap could rotate independently of the metal cap. The outer flow tubing open end exhibited minor scratch marks and mild contamination, likely biologic. The fiber was tested with a hene laser fixture and aiming beam was present at the fiber output window. There were no signs of breakage along length of fiber. Based on the device analysis, the reported product complaint of fiber broken could not be confirmed. Based on the observed glue failure, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Event description:
It was reported that the customer has a broken laser fiber to return. There was no patient outcome information reported.